Event description:
On april 28, 2022, iba was made aware that a patient developed a severe skin reaction following a proton therapy treatment that was started on (B)(6) 2022. Excessive skin reactions can be explained by different causes. Iba's investigation is ongoing. A supplemental report will be submitted once the investigation has been completed.

Manufacturer narrative:
Section h3: evaluation summary is provided in section b5 (describe event or problem).

Event description:
Event description: iba reference: (B)(4). On april 28, 2022, iba was made aware that a patient developed a delayed unanticipated skin reaction towards the end of a course of proton therapy treatment that was started on (B)(6) 2022. The patient had received 36 of 39 fractions. Such skin reaction could be caused by either: a) an over-irradiation within the treatment field, b) patient-specific radiation sensitivity, or c) a combination of the proton irradiation with another treatment such as drug, vaccine, cream (radiation recall dermatitis). The impacted patient received a vaccine against covid-19 and radiation recall dermatitis cases have been reported as more frequent with the administration of covid-19 vaccine. Evaluation summary: after analysis of the clinical, system, and irradiations logs, iba did not identify any technical issue with the equipment that would cause an overdosage to the skin of the patient under investigation. Iba believes it has investigated all potential technical failures and that no further technical investigation will bring new elements to the event.